Event description:
It was reported that the patient had experienced line blocked alarms while using the cadd cleo infusion set. The issue was resolved by replacing the tube and site. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.